Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that he received a result of 120 mg/dl at 3:15pm on the aviva system and was having symptoms of hypoglycemia. The customer experienced symptoms of blurry vision, couldn't walk straight, and felt light headed. The customer sat down and received water from his co-workers. The customer advised his co-workers to call 911. At 3:25pm the emt's arrived and received a blood glucose result of 172 mg/dl on the aviva system and a result of 56 mg/dl on the paramedic's meter, within 10 minutes. Caller advised he had received 2 tablespoons of glucose from the paramedics and started to feel better by 3:35 pm. Paramedics tested the customer's blood sugar on the professional meter at 3:40 pm and received a reading of 120 mg/dl. The customer was not was taken to the hospital. Return of the suspect device was requested for evaluation.